Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the caller on using multiple daily injections as backup therapy to ensure continued insulin delivery. The caller will receive a replacement pump with updated software and has been instructed on how to return the faulty pump and use the new one effectively.